Manufacturer narrative:
Based on the claim against the product by the customer noting stapler experienced firing issues, an investigation is pending to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that staples were malformed with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved -tip stapler 30 failed to fire. The customer switched to a stapler 45 to complete the stapling. System logs confirmed failure during firing of stapler 30mm, curved-tip / sn: (B)(6). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the stapler 30 instrument was inspected with no noted damage. It was a green reload when the issue occurred. The stapler did work previously. It was unknown on which fire the issue occurred. When the issue occurred, the stapler clamped down, started to fire and presented a error message ¿load did not fire completely¿. The blade pushed out roughly 5 mm and deployed some of the staples on the proximal end. There were malformed staples that looked like a box shape (option u on attached malformed staples chart). The surgeon removed all partially fired staples. No tissue was removed. A new stapler was opened to resolve the issue. There was no obstructions such as clips, staples, or other hard material between the instrument jaws. There was no additional bleeding along the staple line. There were no noted holes or gaps. The procedure was completed robotically with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved tip stapler 30 instrument involved in this procedure and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint but could not replicate the issue. Failure analysis found the primary failure of functional test-firing to be related to the customer reported complaint. The instrument was found to have a firing failure based on log review but was not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler initialized, clamped, fired, and unclamped without any issues in both attempts. The probable root cause cannot be established nor determined, as the instrument performed as intended and the issue could not be reproduced during failure analysis investigation.

Event description:
Refer to h10/h11 for follow-up information.